Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected fracture and the right ventricular (rv) lead exhibited high, undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.